Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed in the activity logs; but not duplicated. The device was put through extensive testing without duplicating the malfunction. The logs indicated a patient impedance fault and indicated wrong pads. However, this is not an indication of a device malfunction. The device was recertified and returned to the customer. The electrodes used at the time of the reported malfunction were not returned as part of this evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the associated electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.